Event description:
The customer reported communication errors. The fe confirmed that when the communication error is present, the system was locked up and fluoroscopy was prevented. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The one of the pin socket on the system was evaluated and reseated. The system was tested and found to be working as intended and returned to service.